Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) and atrial lead had dislodged due to twiddlers. Lead dislodgement was confirmed via x-ray imaging. It was also noted that the patient's pocket was infected. Both leads and implantable cardiac defibrillator (ICD) were explanted. Patient condition was stable.